Manufacturer narrative:
(B)(4). Approximate age of device ¿ 49 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was brought in to an outside hospital with an intracranial hemorrhage. The patient was found to have poor neurological function and the plan was made to withdraw support of the lvad in the morning as the patient had been declared brain dead. During the night, the patient received a low battery alarm. The outside hospital had no lvad equipment and arrangements were made for equipment to be brought to the patient's bedside. However, it was reported that the patient's family decided they did not want the staff changing the batteries and would let the lvad run on the backup battery until the lvad turned off. It was reported that the patient expired on (B)(6) 2015.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.